Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose levels. The customer states they woke up to auto off alarm. The customer's blood glucose level at the time of incident was 48mg/dl. The customer states they drank juice to treat lows. The customer declined to troubleshoot for low levels. No further assistance was needed.